Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761 and serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The patient had a damaged desktop charger cord. Patient reported that they accidentally stepped on the desktop charger connector pin one day and that the connector pin was bent a little bit. Patient stated that ever since then, the recharger would not charge. Patient noted that if they were able to charge the recharging device, they would still see a doctor on the screen when trying to charge their implanted neurostimulator and noted they couldn't get the implant to charge. Agent reviewed eri screen meaning with the patient and redirected the patient to their healthcare provider to further address the issue in replacing or getting the device removed. Agent reviewed other information. A replacement desktop charger (dtc) was sent out. No symptoms were reported.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they are still waiting for the appointment with hcp. And it is confirmed that they will go for the replacement of ins.

Manufacturer narrative:
The device with model 37761, serial# (B)(6) was received for product analysis. Analysis found the frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.